Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one 3i t3® non-platform switched tapered implant 5 x 11.5mm (bost511) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear from use. Implant dimensions are within specification. No pre-existing conditions were noted on the per. The reported product was located on tooth # 16 (fdi) and removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Device history review (DHR) review was completed for the subject lot number 2020020251. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020020251) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email unknown / not provided. First name unknown / not provided.

Event description:
Doctor reported that doctor was placing the implant in tooth location # 3 and there was a sinus perforation. Doctor remove the implant and close the wound.